Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) and the physician thought the device should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.